Event description:
This filed to report the clip opening. It was reported that on (B)(6) 2022, a mitraclip procedure was performed for a degenerative mitral regurgitation with grade of 4. The clip opened during establishing final arm angle (efaa). The procedure continued and the clip was deployed. The physician believed the clip settled more than expected. It was noted the clip opened from 25 to 30 degrees. The procedure was complete and the mr was reduced to grade of 3-4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on information provided, a cause for the reported unintended movement associated with clip opening while establishing final arm angle (efaa) and clip opening while locked after deployment could not be determined. In addition, this complaint was reviewed by a clinical research and development engineer. The reviewer stated that ¿two (2) fluoroscopic videos were provided of the reported cds. In the first video the clip is attached to the l-lock shaft of the delivery catheter indicating the video was taken prior to full detachment/deployment of the clip; however, it is unclear at what point during the deployment sequence (e.g. First efaa, after lock line removal, etc.) The video was taken. The clip arm angle appear to be ~20°. The second video was taken post deployment of the clip as there is a clear separation of the l-lock shaft and the clip; the delivery catheter is retracted ~2cm from the clip which aligns with the instructions for use. There is a notable increase in movement of the clip arms, as compared to the first video taken prior to clip detachment, making it difficult to assess the clip arm angle. There is also a noted misalignment between the l-lock shaft and clip arm axis. When comparing the two videos, the fluoroscopy c-arm position does not appear to have changed and remained in the same position relative to the cds & clip in both videos. The second video was paused such that the clip position approximately matched with the position in the first video; there does not appear to have been a change in clip arm angle post deployment based on a visual assessment of the videos with the naked eye. There does not appear to be a device issue based on the cine provided. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).